Manufacturer narrative:
Updated fields: b1, b4, e1 (event site email, event site postal code, event site state), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation conclusions), h11. Corrected fields: d4(UDI no.), d7a, d9, e1(event site city). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is sangeetha radhakrishan and event site full name is montefiore medical center moses division the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was unable to calibrate the fiber optic. Calibration was successfully achieved after unplugging the orange cable. The customer then zeroed the device via the transduced fluid lumen, resulting in a good signal.